Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was unknown. Customer reported that they received unexplained no delivery alarm and cracked on were the battery tighten. Customer stated that insulin pump was reject new battery and battery life diminished. The device will not be returned for analysis.